Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. Caller's coumadin dose was adjusted based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.